Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure of the carotid-cavernous fistula using penumbra smart coils (smart coils). During the procedure, the physician successfully placed non-penumbra coils in the target vessel using a non-penumbra microcatheter. While advancing a new smart coil, the physician experienced resistance and was unable to advance the coil within its introducer sheath and; therefore, the smart coil was removed. The procedure was then completed using new smart coils and additional coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock approximately 18.0 cm. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During functional testing, the smart coil was resheathed and attempted to be advanced through its introducer sheath, however, the offset coil winds prevented the device from advancing. Further evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock during use, resistance may be experienced during advancement. The offset coil winds and the pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock likely contributed to the resistance experienced during the procedure. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.